Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display lens was broken. Analysis also found that the main printed circuit board pacing continuation was out of specification. The upper/lower case halves were broken and contaminated. Both bail covers, ring cover, and battery drawer were broken. The battery contacts were compressed and both bail and the ring were missing.

Event description:
It was reported there was a crack in the display. The device was returned for repair. No patient involvement was reported.